Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department for an implantable pulse generator (ipg) rhythm check. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was noted intermittent far field r-wave (ffrw) oversensing was seen on atrial tachycardia (at) / atrial fibrillation (af) detections. Follow up was conducted, but no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.